Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of his device and diagnostic workup revealed a "dislocated" right total hip; the head of the device disassociated from the trunnion. It is further alleged that based upon this finding and in light of worsening symptoms, he underwent revision surgery on (B)(6) 2016. Right hip.

Manufacturer narrative:
Additional information: a patient information; brand name; product code; common device name; catalog#; lot#, expiration date; PMA/510(k)#; device manufacture date; remedial action initiated; correction/removal rpt number. An event regarding disassociation involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis inspection were not performed as the item was not returned. Clinician review: not performed as no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause could be determined because insufficient information was provided. The subject device has been identified to be within scope of nc pr 1096957 and CAPA pr 1319376. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc pr 1096957 and CAPA pr 1319376. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Further information such as device details, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of his device and diagnostic workup revealed a "dislocated" right total hip; the head of the device disassociated from the trunnion. It is further alleged that based upon this finding and in light of worsening symptoms, he underwent revision surgery on (B)(6) 2016. Right hip.